Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 664588 my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure. Severe bleeding, severe debilitating abdominal pain and cramps, large clots, headaches, depression, extreme dry skin, sleeplessness, loss of sex drive, fatigue, memory loss, bloating, weight gain. I have been seen by 1 doctor. The device is still inside of me.